Manufacturer narrative:
Additional information: b5.

Event description:
It was reported that the patient experienced a broken prosthesis with an ambicor penile prosthesis (app). The app remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the device was explanted and replaced.

Event description:
It was reported that the patient experienced a broken prosthesis with an ambicor penile prosthesis (app). The app remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced a broken prosthesis with an ambicor penile prosthesis (app). The app remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the device was explanted and replaced.

Manufacturer narrative:
Device analysis: product analysis identified broken fabric threads in both app cylinders. Cylinder 1 exhibited a bulge due to the broken fabric threads. Cylinder 2 had a fluid leak identified due to fatigue. Although information surround the explant is limited, the identification of the damage noted would result in the cylinders inflating different than normal. Product analysis therefore concluded this damage to be the most probable cause of the reported allegation. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a broken prosthesis with an ambicor penile prosthesis (app). The app remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the device was explanted and replaced.